Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation 12 samples (model #mp5301-c, lot #22069279) were returned by the customer. It was reported by the customer that the extension set will not flush, there is some occlusion in the tubing. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were connected to a 10 ml bd syringe and attempted to be flushed with water. The sets were able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model mp5301-c lot number 22069279 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.

Event description:
It was reported that the bd maxplus¿ extension set, pressure rated maxplus¿ needle-free connector was clogged. The following information was provided by the initial reporter: extension set will not flush, there is some occlusion in the tubing.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.